Manufacturer narrative:
The reported event could be confirmed as the surgeon provided the patient's imaging that showed the tmj's right mandibular component was dislocated while the right fossa component was intact. The patient received the right tmj devices on (B)(6) 2018. However, on (B)(6) 2022, the patient had a vehicle accident with a semi-truck and was presented to the surgeon. New imaging was taken, which showed that the right mandibular component was dislocated laterally.

Event description:
It was reported that the scan showed the implant was dislocated and three screws were broken. A revision surgery will be performed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the scan showed the implant was dislocated and three screws were broken. A revision surgery will be performed.